Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported event. The customer was advised to replace their device as it could not be repaired. The device was returned to the customer without repair. The root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had displayed a service wrench. Upon initial evaluation, physio- control observed that the device would not power on. There was no patient use associated with the reported event.